Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("medical device removal / malposition/migration of left insert noted into uterine serosa and attach to omentum / the left implant appears to be piercing the myometrium and extending into the peritoneal fat and is not within the left fallopian tube.") And pregnancy with contraceptive device ("pregnancy") in a 41 year-old female patient who had essure inserted (lot no. D06936) for female sterilisation. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of ovarian cyst, abdominal pain, vaginal discharge, cramp in lower abdomen, lower abdominal pain, vaginal bleeding, parity 2 and multi gravida. Previously administered products included: tylenol, ibuprofan and methotrexate. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2313 days after essure insertion, she experienced fallopian tube perforation (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced pregnancy with contraceptive device (seriousness criterion medically important). The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of fallopian tube perforation was unknown. Pregnancy related information: prospective report. Last menstrual period was on (B)(6) 2018 and the estimated date of delivery was on (B)(6) 2019. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered fallopian tube perforation and pregnancy with contraceptive device to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2016: bilateral essure tubal implants seen. The right implant is in good position in the tube. The left implant appears to be piercing the myometrium and extending into the peritoneal fat and is not within the left fallopian tube. This is noted on the prior hysterosalpingogram from (B)(6) 2016 [hysterosalpingogram] on (B)(6) 2016: right micro-insert in satisfactory position. 2. Right fallopian tube occluded. 3. Left microinsert perforated through left cornu into peritoneal cavity. 4. Contrast passing into left tube past the left microinsert. [Pathology test] on (B)(6) 2022: final pathologic diagnosis: a-b bilateral fallopian tubes, salpingectomy: bilateral fallopian tubes with no pathologic abnormalities. Two intact essure coils. Clinical history:41 years old with previous essure contraceptive device placement, malposition/migration of left insert noted into uterine serosa and attach to omentum. Specimens submitted as: fallopian tube, salpingectomy bilateral, with essure contraceptive devices gross description: purplish gray portion of fallopian tube measuring 4.5 1.5 0.7 cm. Also received in the same container are bilateral essure coils. [Pregnancy test] on (B)(6) 2016: negative; on (B)(6) 2018: positive [pregnancy test] on (B)(6) 2016: negative; on (B)(6) 2018: positive [ultrasound pelvis] on (B)(6) 2016: lmp: (B)(6) 2016. The uterus measures l: 9.61 cm x w: 5.52 cm x h: 4.86 cm. The endometrial stripe measures 1.14 cm. Uterus -bilateral essure inserts are visualized. Right ovary-the right ovary is not visualized. Left ovary-the left ovary is not visualized. Adnexa/cul-de-sac-there is a small amount of free fluid in the cul-de-sac. Low abdominal / pelvic pain, positive pregnancy test, evaluate for ectopic and placement/presence of essure coils. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : fallopian tube perforation and pregnant with essure micro-insert batch no d06936 production date (B)(6) 2014, expiration date 2017-09-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("medical device removal / malposition/migration of left insert noted into uterine serosa and attach to omentum / the left implant appears to be piercing the myometrium and extending into the peritoneal fat and is not within the left fallopian tube.") And pregnancy with contraceptive device ("pregnancy") in a 41 year-old female patient who had essure inserted (lot no. D06936) for female sterilisation. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of ovarian cyst, abdominal pain, vaginal discharge, cramp in lower abdomen, lower abdominal pain, vaginal bleeding, parity 2 and multi gravida. Previously administered products included: tylenol, ibuprofan and methotrexate. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2313 days after essure insertion, she experienced fallopian tube perforation (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced pregnancy with contraceptive device (seriousness criterion medically important). The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of fallopian tube perforation was unknown. Pregnancy related information: prospective report. Last menstrual period was on (B)(6) 2018 and the estimated date of delivery was on (B)(6) 2019. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2016: bilateral essure tubal implants seen. The right implant is in good position in the tube. The left implant appears to be piercing the myometrium and extending into the peritoneal fat and is not within the left fallopian tube. This is noted on the prior hysterosalpingogram from (B)(6) 2016 [hysterosalpingogram] on (B)(6) 2016: right micro-insert in satisfactory position. 2. Right fallopian tube occluded. 3. Left microinsert perforated through left cornu into peritoneal cavity. 4. Contrast passing into left tube past the left microinsert. [Pathology test] on (B)(6) 2022: final pathologic diagnosis: a-b bilateral fallopian tubes, salpingectomy: bilateral fallopian tubes with no pathologic abnormalities. Two intact essure coils. Clinical history:41 years old with previous essure contraceptive device placement, malposition/migration of left insert noted into uterine serosa and attach to omentum. Specimens submitted as: fallopian tube, salpingectomy bilateral, with essure contraceptive devices gross description: purplish gray portion of fallopian tube measuring 4.5 1.5 0.7 cm. Also received in the same container are bilateral essure coils. [Pregnancy test] on (B)(6) 2016: negative; on (B)(6) 2018: positive [pregnancy test] on (B)(6) 2016: negative; on (B)(6) 2018: positive [ultrasound pelvis] on (B)(6) 2016: lmp: (B)(6) 2016. The uterus measures l: 9.61 cm x w: 5.52 cm x h: 4.86 cm. The endometrial stripe measures 1.14 cm. Uterus -bilateral essure inserts are visualized. Right ovary-the right ovary is not visualized. Left ovary-the left ovary is not visualized. Adnexa/cul-de-sac-there is a small amount of free fluid in the cul-de-sac. Low abdominal / pelvic pain, positive pregnancy test, evaluate for ectopic and placement/presence of essure coils. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : fallopian tube perforation and pregnant with essure micro-insert. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: mr received : event "medical device removal updated to fallopian tube perforation" new event - "pregnant with essure micro-insert" added, reporters information patient medical history and surgical pathology reports and lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2313 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2313 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-apr-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.